Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer called to complain about a leak in the reservoir and a broken the patient's blood glucose level unknown. The customer did not release any information about the leak in the reservoir. The customer stated that the insulin pump works as designed. No further information was provided.